Event description:
The patient noted the transfer set was separated from the titanium adapter when the transfer set was used less than 3 months. There was patient involvement but no patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint is not confirmed because there was no sample returned to baxter for evaluation so the root cause is undetermined. A batch review could not be performed because the lot number was not available.